Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of abdominal pain with hospitalization and diagnosis of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between utilization of the liberty select cycler with cycler set and the peritonitis event. Additionally, there was no allegation of a device malfunction or deficiency or a cycler set defect reported for this event. Per the pdrn, the likely cause was a breach in aseptic technique as the pd treatment was set up by a caregiver that does not usually assist the patient. The majority of pd related peritonitis cases stem from touch contamination due to the patient or their caregiver inadvertently breaking sterile technique. All pd patients are at increased risk for infection due to a compromised immune system and dialysis techniques themselves leaving opportunity to introduce microbial contamination. The patient¿s swallowing issue was a complication of a non-pd related tia the patient recently experienced. Based on the available information and no allegation of a malfunction, deficiency or defect reported for this event, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A caregiver for a patient on peritoneal dialysis (pd) reported that the patient was recently discharged from the hospital. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the emergency room (ER) due to swallowing complications following a recent transient ischemic attack (tia). The tia was attributed to the patient¿s history of atrial fibrillation. In addition, the patient also presented with lower left quadrant abdominal pain. The patient was admitted to the hospital. On the second day of the hospitalization, the patient¿s pd effluent appeared cloudy. A pd effluent culture was obtained, and the patient was initiated on intraperitoneal (ip) antibiotics with cefazolin 1g daily and ceftazidime 1g daily (frequency and duration unknown). The patient was diagnosed with peritonitis. The pd effluent culture results are not available. The patient was discharged seven days later. The cause of the peritonitis event is likely a breach in aseptic technique due to a new caregiver setting up the pd treatment. The patient¿s child usually sets up the pd treatment for the patient; however, they were on vacation at the time of the event. There was no reported cassette leak or other issue reported for the peritonitis event. The patient continues to recover while completing pd therapy on the liberty select cycler with cycler set.